Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The patient sample was repeated on the same instrument, which resulted lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that there was no indication of calcium contamination, weak sample mixing or reagent delivery issues. The hsc also determined that the instrument flagged the initial discordant calcium result, which properly alerted the operator. The cause of the discordant calcium result is unknown. The customer successfully repeated the test, which matched the clinical history of the patient. The instrument is performing within specifications. Further evaluation of the device is not required.